Event description:
A baxter sales rep called baxter corporate product surveillance to report an unknown number of clearlink system catheter extension sets that the customer is not satisfied with. According to the report, the perforation on the packaging does not go all the way through to allow the products to be separated from their group of five without bursting a side seam on at least one of the sealed sterile products. The customer stated, "so far we believe we are seeing a waste ratio of approximately 20%. This has not been an issue previously, so I do not believe it is user error." The facility has to cut them apart with scissors. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional informaiton is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. During visual inspection it was confirmed that the perforation on the packaging did not go all the way through. This caused the sterile products side seams to burst, when separating the packages. The root cause was identified to be a manufacturing issue. The operators have been retrained. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue has been escalated to CAPA.